Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that the infusion set fell off during use due to which hyperglycemia takes place. From 6 hours the infusion was in use. Bloiod glucose level was 163 mg/dl. No further information was available